Event description:
It has been reported to philips that fluoroscopy was intermittently not possible on the allura system. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was in clinical use at the time of the event. However, the procedure was completed as planned on the system with no patient impact. The philips service engineer inspected the system onsite and analyzed the log files. Analysis of the log files confirmed that the kv/ma board was intermittently failing. The service engineer replaced the kv/ma board, configured the generator, replaced the adaptation tube, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.